Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain and post-laminectomy pain reported starting five to six months ago the last three or four times they tried to charge the implantable neurostimulator (ins) it wouldn¿t charge, wouldn¿t charge fully, and ran out quickly which it had never done before. The consumer was currently unable to recharge and was redirected to their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.